Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (1, 000 mcg/ml at 200 mcg/day) via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015, it was reported that the patient became unresponsive at home. Ems (emergency medical services) was called and the patient was taken to the ER (emergency room). The pump had been refilled on (B)(4) 2015. It was noted that the correct procedure was followed to aspirate the dilaudid out of the catheter because the physician wanted to change the drug to fentanyl. The ER notified the pump managing physician of the situation. The physician recommended placing a magnet on the pump until the pump could be turned down to minimum rate. The pump was turned down to minimum rate. The patient status was reported as alive-no injury. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare professional on (B)(4) 2015. Per the reporter, the unresponsiveness had resolved, but the patient was having their pump removed on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) and consumer. At their office visit on (B)(6) 2015, the patient's vitals were as follows: blood pressure 98/58; pulse 86; respiration 18; temperature 98.3 fahrenheit; weight 170 pounds; height 70 inches; pulse oximetry 96; bmi 24; worst pain 8/10; least pain 0/10; average pain 6/10; current pain 5/10; percent pain relief 90%; interference with general activity 3/10; interference with walking 3/10; interference with mood 1/10; interference with normal work 10/10; interference with relationships 0/10; interference with sleep 9/10; interference with enjoyment of life 5/10; they had pain other than everyday pain; bsa 2; pain scale 5. Due to severe orthostasis with intrathecal dilaudid, the patient's pump medication was changed to fentanyl last week. However, they did not have a catheter access kit, and it would have taken a long time at the current minimal dilaudid dose to empty the catheter. Therefore, the patient returned to the office on (B)(6) 2015 to remove the dilaudid from the catheter and the pump tubing. The catheter side port was accessed without difficulty and 2 ml of cerebrospinal fluid (csf) was aspirated and discarded. The catheter was then primed in the usual fashion over 16 minutes. At this point, another 2 ml of fluid was withdrawn from the catheter, which should have represented the remaining dilaudid in the pump tubing as well as anything left in the catheter. The catheter was again primed with fentanyl over 16 minutes, and the pump was programmed to deliver fentanyl 1000 mcg/ml at 200 mcg/day. The patient had an office visit on (B)(6)2015. The patient's worst pain at that time was in the neck. The pain radiated down both arms, and it was accompanied by trouble sleeping. The patient reported that their treatment had made an insignificant difference in pain levels and activity levels. The patient had been compliant with the treatment plan, though their pain was constant. The patient presented for discussion regarding a recent apneic episode on intrathecal fentanyl. They were taken to the emergency room where the intrathecal pump was changed to minimal rate. The patient recovered nicely from this, but they were very afraid of the pump. They reported fatigue, muscle pain or tenderness, fatigue, and difficulty sleeping. The patient's vitals were as follows: blood pressure 107/70; pulse 84; respiration 18; temperature 97.9 fahrenheit; weight (B)(6); pulse oximetry 99; bmi 25; worst pain 10/10; least pain 0/10; average pain 8/10; current pain 9/10; percent pain relief 70%; interference with general activity 10/10; interference with walking 10/10; interference with mood 10/10; interference with normal work 10/10; interference with sleep 10/10; interference with enjoyment of life 10/10; they had pain other than everyday pain; bsa 2; pain scale 9. The patient wanted to try something other than the norco at their visit on (B)(6) 2015, as it was not adequately controlling their pain. They were given a prescription for percocet 10 mg to try. Their hcp spent greater than 50% of their time with the patient in counselling regarding their previous mishap, and they were with the doctor a total of one hour. The doctor agreed that the patient was probably not going to do well with an intrathecal pump. Low doses of dilaudid caused marked worsening of their orthostatic hypotension and resulted in multiple falls. A relatively low-dose of fentanyl caused apnea. The patient was advised to explore their options for oral pain medications, and they were asking to be referred back to another doctor so that they could take the intrathecal pump out. The patient had an office visit on (B)(6) 2015. Their worst pain at that time was in the neck, and it was accompanied by trouble sleeping. They reported fatigue, and the pain was constant. They reported muscle pain or tenderness. The percocet helped slightly more than the norco, but it made them feel stick to their stomach so they stopped taking it. As long as the patient was icing down their neck, the norco worked well for about 2-2.5 hours. They could not get up and do anything during that time. Their hcp was afraid to try the patient on a fentanyl patch given their recent history of apnea with fentanyl. Palpation of the cervical spinous processes revealed tenderness in the lower cervical spine. There were palpable trigger points noted in the trapezius muscle. The hcp assessed the patient had poorly controlled chronic pain. Their judgment and reaction times appeared intact. At both office visits on (B)(6) 2015 and (B)(6) 2014, the patient reported normal appetite, and denied feelings of intoxication. They denied feeling sedated, chest pain, ankle swelling, irregular heart beat, trouble breathing, shortness of breath, heartburn, nausea, vomiting, frequent constipation, muscle cramps, muscle twitches, joint pain, joint stiffness, joint swelling, morning stiffness, headache, numbness, focal weakness, blackouts, trouble concentrating, poor coordination, difficulties in speech, rash, anxiety, depression, difficulty in urination, or an inability to control urine. They were well-developed and well-nourished. They appeared alert and oriented. They were found to be in no acute distress. They had good hygiene. Their gait was physiologic. Their recent mood and affect were normal. They were oriented to person, oriented to place, and oriented to time. The patient was diagnosed with postlaminectomy syndrome in the cervical region, unspecified myalgia and myositis, chronic tension type headaches, cervicalgia, chronic pain syndrome, muscle spasms, and orthostatic hypotension. The patient tolerated hydrocodone, so the hcp was going to see if they could get a prescription for a high single approved and write it for the lowest dose possible, starting the patient on a trial period. The patient's vitals on (B)(6) 2015 were as follows: blood pressure 105/60; pulse 68; respiration 18; temperature 98.4 fahrenheit; (B)(4); pulse oximetry 98; bmi 25; worst pain 10/10; least pain 2/10; average pain 10/10; current pain 6/10; percent pain relief 90%; interference with general activity 10/10; interference with walking 7/10; interference with mood 8/10; interference with normal work 9/10; interference with relationships 8/10; interference with sleep 10/10; interference with enjoyment of life 8/10; they had pain other than everyday pain; bsa 2.